Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper and lower cases were broken, the battery release was contaminated, the ring cover and side bail covers were broken, the atrial output connector was broken, the ring bail was bent, the battery drawer was broken, and the keyboard was scratched. (B)(4).